Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote support service (rss). A technical support specialist (tss) confirmed with the customer that the machine screen was black despite being powered on and performed a power cycle, after which the station came up but briefly showed a disconnected status. Then the tss verified in server and confirmed that the device communication was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. There were no adverse events or injuries reported based on this event.